Event description:
It was reported that syringe 3ml ls stopper was damaged. The following information was provided by the initial reporter: this is a report about the following two issues of syringe. (1) the stopper was placed in a slanting position (damaged stopper). (2) the barrel was bowed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 7/23/2021. H.6. Investigation: two photos and two samples were received by our quality team for evaluation. From the photos and the samples, a bowed barrel was observed, and no abnormalities were observed on the stoppers. The samples were subjected to and failed the barrel bow measurement. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the returned sample evaluation, the affected samples are molded from a different cavity and bowed barrel was observed, therefore, this nonconformance occurred at the molding machine. There is a bubbler tube which flows water for cooling the molded parts through the core pin. The probable root cause could be due to the bubbler tube being chocked which led to insufficient water supply to cool the barrel resulting in a bowed barrel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ls stopper was damaged. The following information was provided by the initial reporter: this is a report about the following two issues of syringe. The stopper was placed in a slanting position (damaged stopper). The barrel was bowed.